Event description:
Procedure type: roux-en-y/gastric bypass. According to the reporter: the procedure was uneventful and unremarkable for any instrument failure at the time of use. Instrument was applied without incident and worked properly. Anastomosis was successfully completed and it's integrity tested with a mixture of saline and methylene blue. Test proved anastomosis was successful and water tight. No blood was noted as fluid was suctioned and ng tube removed. A linear stapler was also used for this anastomosis. Case was finished and pt was taken to pacu where upon extubation a perioperative anastomotic bleed was discovered at the gastrojejunostomy. Surgeon did not direct blame for this incident to any stapler. An additional procedure was required in pacu to stop the bleeding. Pt morbidly obese.